Event description:
A dialysis facility reported that a machine removed too much fluid from a pt. The pt. Became hypotensive and c/o cramps during the treatment. He was given a total of 1150 cc. Of normal saline and 5 cc. Of hypertonic saline. He was also c/o weakness post tx. And his condition did not improve so he was taken to the hosp for overnight observation., he was discharged the next day and returned for his regular dialysis treatments per schedule.